Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The instrument was found to have one severely bent grip(s), causing misalignment of the grips. There was a 3.29mm offset at the tips. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury.